Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/12/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Likely cause of reported communication error would be umbilical not properly seated. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported their imaging system experienced some communication issues. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.